Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The chronic cysts rate seen (15 worldwide incidents out of estimated 150,000+ procedures performed to date) is approximately 0.010% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed bilateral pain and swelling with golf ball sized lump in the axilla 10 days post miradry treatment. The lump bursted and pus leaked 16 days post-treatment. Antibiotics (cloxacillin and clindamycin for 10 days) were prescribed. The swelling reduced, but the infection and pain remained. The treating physician diagnosed the symptoms as hidradenitis suppurativa, which is a chronic skin condition. Another antibiotic (tetracyklin) was prescribed. As of 84 days post-treatment, the symptoms were resolving.